Event description:
It was reported that there was no picture. No back up was available. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of no live video output was confirmed. Cause of video malfunction is a defective interface pcb. Camera head passed functional testing with a known good interface pcb installed. The complaint investigation has concluded that the root cause of blank image is a defective electronic component on the interface pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.